Event description:
Pt to surgery for implantation of inspire device for obstructive sleep apnea. The vendor was in the operating room suite and prior to inserting the battery, it was reading "low" so the physician and vendor decided to use the back up battery. No harm to the patient. (B)(6). FDA safety report ID# (B)(4).